Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
It was reported that the patient expired on 06jan2021 due to complications following device placement. The patient had a severe mediastinal yeast infection. The device operated as expected. The device will not be returned for evaluation.